Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation of a pulmonary vein isolation (pvi) procedure, a polarsheath was selected for use. Once the sheath and dilator were prepared, the physician inserted the sheath into the groin, removed the dilator, and started to flush and aspirate the sheath. During aspiration it was observed that air was being aspirated, which could indicate a poor seal on the valve. The physician continued the aspiration until no more air was present and then proceeded with the procedure. The procedure was completed without any patient complications using the original device. The device is expected to return for analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). The polarsheath was evaluated by boston scientific. The sheath passed all standard manufacturing testing. No air/bubbles were observed during aspiration testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. The device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath, using an isaac tester. The pressure decay value passed. Although the returned polarsheath passed testing during analysis there was a hole observed at the 5 o'clock position in the valve. It is likely that contributed to the air/bubbles observed during the procedure. Laboratory analysis was able to confirm the reported clinical observation.

Event description:
It was reported that during preparation of a pulmonary vein isolation (pvi) procedure, a polarsheath was selected for use. Once the sheath and dilator were prepared, the physician inserted the sheath into the groin, removed the dilator, and started to flush and aspirate the sheath. During aspiration it was observed that air was being aspirated, which could indicate a poor seal on the valve. The physician continued the aspiration until no more air was present and then proceeded with the procedure. The procedure was completed without any patient complications using the original device. The device was returned for analysis.